Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval found the unit to be inoperable due to constant "door not fully latched" messages corresponding with the reported "door won't latch correctly." The alarm was caused by a loose link screw (upper). The screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump's door was not latching correctly. It was also reported that there was no pt involvement.